Manufacturer narrative:
A partial lead with the connector pin measuring 13.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was capped and replaced due to oversensing.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.